Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 4.6, lab: 2.2. Pt's target therapeutic range is 2.0-3.0. Results: done one hour apart from each other.

Manufacturer narrative:
Investigation pending.